Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device fired one clip and it would not advance to the next clip until the surgeon pushed the handle forward and tapped the applier for the clip to advance. The procedure was prolonged by an unknown amount of time. The same device was used to complete the procedure. No adverse consequences reported. (B)(4)